Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented via merlin.net transmission, noise was observed as noise reversion and vt/vf episodes on the rv lead. The patient did not receive therapy due to noise. The lead was capped and replaced on nov 30, 2017. The patient was stable before, during, and after the procedure.